Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens but the wrong injection system was used in error and the lens tore. The reporter stated the incision was enlarged to remove the lens and another same model lens was used with the correct injection system but that lens also tore. A pmma lens was implanted and was sutured into the eye. The reporter stated the cq2015a was a new lens for the surgeon and he was unfamiliar with it.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - surgical incision, enlargement of, surgical procedure, lens sutured into eye. (B)(4) - lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing.the lens was returned in liquid. (B)(4).